Event description:
It was reported to philips that the device had was not working in battery mode. The device was not in use on a patient.

Manufacturer narrative:
Corrected from 5 day report to 30 day report.